Event description:
It was reported that the patient underwent a sling procedure on 05/10/2006. During the procedure, the surgeon noticed a hemorrhage from the vaginal side at the end of the operation. He found that the hemorrhage originated from a wound near the incision on the left side of the vagina, from which the tape was partially protruding. The surgeon applied pressure to stop the bleeding and eventually withdrew the tape from the patient. The amount of bleeding is unknown, however, the patient did not receive a blood transfusion. The patient was stable and discharged from the hospital on 05/13/2006. The surgeon commented that the protrusion of the tape may have been caused by the shape of the patient's vagina. Another possible cause is the size of the colposcope used.

Manufacturer narrative:
Date sent to FDA 06/14/2006. H-6: conclusion code 78: the patient's anatomy was such that the surgeon "button holed" the vagina upon passing the trocar, causing the tape to be exposed. Additionally, the patient bled excessively from one side, causing him to take the tape out. While she stayed three days in the hospital, she did not require further intervention or transfusion. The most likely source of the excess bleeding would be either passage of the trocar too far laterally causing injury to vessels (this would not stop with compression and would require intervention) or passage of the trocar through the veins of santorini which happens commonly and does stop with compression. Most likely , the latter was the case as compression solved the problem.